Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 10/2022).

Event description:
It was reported through the results of a clinical trial, that approximately 2 months and 30 days post index procedure, stenosis in target lesion was observed and standard pta was used to successfully treat the target lesion. The current status of the subject is not provided.

Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Under potential complications the instruction for use state 'new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention, pseudoaneurysm, in regards to pta the instruction for use state: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated'. And 'post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel. Avoid balloon dilation in the healthy, non-stenosed segment of the vein'. Holding and handling of system was found described, in particular the instruction for use state: 'do not touch the distal catheter assembly (i.e. The dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement'. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial, that approximately 2 months and 30 days post index procedure, stenosis in target lesion was observed and standard pta was used to successfully treat the target lesion. The current status of the patient is not provided.